Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event, the device failed to power up. It was noted that the main printed circuit board (pcb) and display were contaminated. (B)(4).

Event description:
It was reported the epg (external pulse generator) would not turn on. The battery was changed, but only the pace/sense led (light emitting diode) came on, then went off. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).